Manufacturer narrative:
Concomitant medical products: ddbc3d1 ICD implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered for high superior vena cava (svc) coil impedance on the right ventricular (rv) lead. The alert threshold was increased. More than 5 years later, the svc coil impedance "jumped" and another alert triggered for high impedance before returning to baseline. The alert was programmed off. Nine days later an alert triggered for high rv coil impedance. The lead remains in use. No patient complications have been reported as a result of this event.